Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 529 mg/dl. Customer advised they would treat their high blood glucose via insulin pen. Customer declined to troubleshoot the insulin pump and wanted to know the amount of insulin they should use. Customer was advised to follow up with their healthcare provider in regards to the amount of insulin to give themselves.